Event description:
It was reported that the pt resisted using the device. It was reported that the pt had fluid in the ear and antibiotics (type unknown) were prescribed by his pediatrician. The pt's mother reported, that the pt later had pressure - equalization tube placement and everything went well. The pt continues to be monitored by the center.